Event description:
It was reported that: "the mask has a hole and could not be used. The issue was identified during use but there was no reported patient harm or consequence."

Manufacturer narrative:
Qn#(B)(4). Full UDI not available as the lot# was not provided by the customer. Additional information states that the issue was identified prior to use. Additional information: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "the mask has a hole and could not be used. The issue was identified during use but there was no reported patient harm or consequence.".